Manufacturer narrative:
(B)(4). Customer returned insulin pump for alleged no communication to transmitter. Insulin pump passed the displacement test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. Insulin pump communicated properly with test guardian link transmitter. No communication anomalies noted. Pump was cut open to perform visual inspection and found¿no evidence of physical or moisture damage¿on the electronic assembly, motor, or force sensor. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked retainer, and minor scratches on lcd window. In summary, customer allegation for no communication to transmitter was not confirmed. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not able to connect transmitter. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.